Event description:
Patient implanted with va lcp distal femur plate and locking screws on (B)(6) 2013 for distal femur fracture. During a post-op visit on unknown date it was discovered that one of the locking screws had backed out. Patient was returned to operating room on (B)(6) 2013 where surgeon re-tightened the va locking screw and added two (2) more locking screws. Procedure was completed with no further problem, no harm to patient. It is reported patient is recovering well. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4). Screws were not explanted. Screws were re-tightened during revision surgery. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.